Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure, the device suddenly shut down. The user replaced the device to another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has been used by the facility for 7 years and 5 months. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the pressure sensor mounted on the main circuit board. If additional information becomes available, this report will be supplemented.